Event description:
The catheter was in the left internal jugular vein. The surgeon removed the catheter because of malfunction. Details not available to this reporter. The surgeon did the transection observed in the catheter while removing it.